Event description:
Pt reported wrist pain to physician eight (4) months after original implant date. Wrist fusion plate and 8 bone screws were explanted in 2001. Physician noted non-union of carpal bones. 3 broken bone screws were discovered which were returned to MFR.